Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4). Batch/lot number: 216024/214834, model/catalog description: linear st lead kit 50 cm additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the explant procedure. No further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo an explant procedure.